Manufacturer narrative:
The customer¿s report that the pca tubing snapped was confirmed. Visual inspection showed that the male luer was damaged and fractured in two pieces. A portion of the male luer remained attached to the pca set. The male luer was inspected under magnification; flattened ridges on sections of the luer were observed, believed to be created by a hemostat or other gripping tool. The cause of fracturing of the male luer is believed to be over-tightening and/or the use of a hemostat.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing snapped near the hub while in user on a patient. No patient harm reported.